Manufacturer narrative:
(B)(4). Further evaluation by baxter confirmed the required grease was not observed on the pump cams. A flow rate test was performed per the spectrum preventive maintenance procedure with the unit passing. The device also passed additional flow rate tests. The cam assembly will be replaced.

Event description:
During baxter's evaluation, it was found that the cams on a pump did not contain grease.